Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00636. The pt ((B)(6)) was implanted with two percutaneous leads from different lots. It was reported the pt's leads were explanted and replaced with a surgical lead for the purpose of providing better pain coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.